Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection with the naked eye and magnification was performed and found that the port of the bag was stuck to the shiny side of the bag of the first sample. The second sample was returned unfolded, however there was evidence on the port of the bag and the bag indicating the sample was stuck together. The reported condition was verified for both samples. The cause of the condition was due to excess solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets were damaged; further described as ¿two products were stuck together¿. It was further stated that when the patient tried to separate them, ¿the bags were ripped¿. This occurred prior to use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/21/2021.